Manufacturer narrative:
The catheter was not returned for analysis. Attempts were made to obtain additional information, however, our attempts were unsuccessful. These events may have been caused by tortuous anatomy or by the user¿s technique. However, the exact cause cannot be determined. Based on the reported information, there was no allegation that a malfunction or deficiency of the catheter occurred during the procedure. There is no evidence suggesting that the device/s was defective, but rather procedure related events. Vessel perforation, hemorrhage and death are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Unknown what catheter was being used when the reported event occurred. It may have been a flow rider or ultraflow microcatheter. Linked events: 2029214-2017-00836 2029214-2017-00837 2029214-2017-00838. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: ¿nidal embolization of brain arteriovenous malformations using onyx in 94 patients¿ c. Mounayer, n.hammami, m. Piotin, l. Spelle, g. Benndorf, I. Kessler, j. Moret. Ajnr am j neuroradiol. 2007 mar;28(3):518-23. Medtronic received report that 51 men and 43 women (age range 7 to 59 years old). Onyx was used in 138 procedures, either alone (n=88) or in combination with n-bca (n =50). One patient death occurred as a resulted of arterial perforation during bavm catheterization, and hemorrhage.